Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the surgery, the burr attachment insert became detached from the device. No delay in surgery, a spare device was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that the item has batch number and not serial number: even if the previous history is positive, nevertheless it cannot be asserted that the fault occurrences are related to the current item involved; because the fault identified is xxxx that means no failure revealed, then it's possible that the review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional common device names: dzi, erl, hbe. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: repair. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. During the pre-repair diagnostic assessment the service technician identified the following failure: general worn out. The root cause of the event was determined to be normal wear. The device was repaired and returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.